Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error and that the blood glucose was normal. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm and cracked reservoir tube lip.